Event description:
This procedure was performed in the sfa/popliteal. In 2007, a 6x150 everflex stent was placed in the popliteal. A 7x150 stent overlapped, following another 7x150 stent, then a 7x40 stent which ended at bifurcation proximal sfa. In 2008, a follow-up on the patient showed total occlusion of all stents and distal 7x150 stent completely fractured. The physician used an angiojet on the patient and then tpa overnight. Intervention with additional stent will occur the next day.

Manufacturer narrative:
Please reference corresponding MDR's relating this event - MDR 2183870-2008-00043, MDR 2183870-2008-00044, MDR 2183870-2008-00046.